Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported when the monitor is turned on there is no alarm sound. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Analysis was performed by a field service engineer (fse). The results of the analysis indicate the device worked as intended. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the fse advised the customer to restart the system. Based on the information available and results of additional analysis, no further action is necessary at this time.